Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st (not provided). As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges that the patient sustained unspecified injury. It is also alleged that the patient experienced emotional distress and the device was defective.